Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances and intermittent loss of capture on the left ventricular (lv) lead. The impedances were greater than 2400 ohms. The crt-d was explanted and the lv was surgically abandoned. No additional adverse patient effects were reported.